Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04082. It was reported that rotawire detachment occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were selected for use. During preparation, it was noticed that the rotawire became detached. Furthermore, the burr became stuck with the wire but was able to be released eventually. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The annulus was damaged, not rounded, and flattened. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use, leading to the damaged annulus and reported fractured wire. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with a test rotawire. The rotawire was not able to be inserted into the burr, due to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04082. It was reported that rotawire detachment occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were selected for use. During preparation, it was noticed that the rotawire became detached. Furthermore, the burr became stuck with the wire but was able to be released eventually. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.